Event description:
A malfunction with code 12 was reported, but no notable events occurred prior to the issue. The customer¿s blood glucose did not exceed 500 mg/dl, and there was no indication of an adverse impact on blood glucose levels. Technical support provided pump reset information and successfully assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction reappears, which the customer understood.